Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported screen freezing issue. However, the programmer software was reloaded and reconfigured as a preventative measure. Analysis was able to confirm the reported keyboard damage; the keyboard hinges were broken. The keyboard hinges were replaced. Analysis also noted that the power cord bay latches were broken and the electrocardiogram (ECG) connector was loose. The power cord latches was replaced and the ECG connector was replaced and calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was freezing during interrogation and the keyboard needed repair. The programmer was returned for service. No patient complications have been reported as a result of this event.